Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call to have received a sensor error alarm. The customer¿s blood glucose was 500 mg/dl at the time of incident. Customer stated that the insulin pump alarmed sensor error after the sensor had been changed. Troubleshooting was performed and completed. Customer also reported to have experienced a high blood glucose of 500 mg/dl. Customer did not mention any form of treatment for the high blood glucose event and no troubleshooting was performed. Replacement sensor will be sent and is expected to return for analysis. The insulin pump is not returning.